Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product at this time. Customer will contact his primary care doctor due to his condition before a product replacement. Most likely underlying root cause: mlc-78- user hematocrit low. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-0 blood glucose results accompanied by symptoms. His wife, is calling on behalf of the customer. The customer is concerned with results of e-0. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of sweatiness. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 12/19/2018 and open vial date is unknown. The meter memory was not reviewed for previous test result history. Customer is sweating and believes his glucose is high or low. Customer has been using the meter for two months and is getting a lot of errors, especially e-0 errors.